Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nephrectomy customer states: when it was removed from the patient with holding the outer sleeve with hands after the balloon was deflated, a doctor found the balloon was disengaged from the outer sleeve. No damage was caused by the release. The whole part of balloon could be retrieved from the patient and the operations was continued with no problem. New one was opened to complete the case with no problem. No patient harm. The patient current status: good operating time extended: less than 30 min. Pieces fell into the cavity and could be retrieved. No bleeding.